Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited the nozzle had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 04 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was, and the foreign material residue point was not deformed. Hence, the cause of the material remaining could not be determined the legal manufacture reviewed the cleaning disinfection and sterilization (cds) process steps provided by the customer, and it is unknown if there are deviations from the instructions for use (IFU) as the customer did not provide a response regarding delays in the start of precleaning, abnormalities in the accessories used for reprocessing, immersion of the endoscope in the detergent solution. The instruction manual states the detection method associated with the event in "gif-1200n operation manual chapter 3 preparation and inspection", and preventative measures in "gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h11. Based on the results of the investigation and the information provided, the foreign material was a mixture of organic silicone and silicates, also the brown material was mixture of iron rust and protein. Olympus will continue to monitor field performance for this device.